Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient's head and liner were exchanged due to an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information.

Event description:
Patient was revised twenty-one years post implantation due to discomfort, wear of the polyethylene liner and disassociation of the liner from the cup. The acetabular liner and femoral head were removed and replaced.

Manufacturer narrative:
Insufficient information provided to perform DHR or deviaiton history review, compatibility check, and complaint history review. The device was used for treatment. The root cause for dislocation is most likely attributed to significant polyethylene wear over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event.